Event description:
Pt receiving chemotherapy (temsirolimus) that required vented filter set. After approx 30 minutes of administration (half of 250ml bag infused), rn noticed product leaking from infusion set and onto floor underneath pt chair. Approx 25ml cleaned from floor. Leak was traced to vented filter set, occurring from underneath the filter (item 6 on the product instructions). Defective infusion line removed, alternative set primed with plain fluid, and re-attached to bag to complete infusion. Pt completed remainder of infusion without incident. On (B)(6) 2011, pharmacy tech noticed similar leak when priming vent filter set prior to addition of chemotherapy. Set removed and saved for eval. Made in (B)(6).